Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement with high capture thresholds, confirmed through x-ray and fluoroscopy. No additional adverse patient effects were reported.